Event description:
Additional information provided on (B)(6) 2025 via the user facility's emdr: "celect ivc filter found to be fractured, with half of one leg embedded deep in vertebral body. Filter was removed, but fragment is retained as it is extravascular."

Event description:
Description of event according to initial reporter: celect inferior vena cava (ivc) filter found to be fractured, with half of one leg embedded deep in vertebral body. Patient outcome: filter was removed, but fragment is retained as it is extravascular.